Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was high. The customer reported that they took blood glucose and was at 479mg/dl. Patient's blood glucose at time of incident was 448mg/dl. Patient's current blood glucose was 479 mg/dl. The customer treated with syringes. Based on customer report proceeding in troubleshooting the customer was alleging possible pump under delivery as blood glucose was going high. There were air bubbles in the tubing. Approximate size of air bubbles is 1 is small and the other is medium. Air bubbles were noticed by customer during therapy and the cannula was also bent. The customer decline to troubleshoot for curved cannula. The insulin pump will not be returned for analysis.